Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user had been experiencing difficulty charging the pump with the usb cable. Reportedly, the user was able to successfully charge the pump using different usb cables. A replacement usb cable was sent to the user. There was no impact to the user's blood glucose level.